Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 15mm. The shaft was kinked at 270 mm proximal to the distal tip. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No other issues were noted with the device. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in an esophageal metal stent insertion procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a stricture within the lower third of the esophagus due to esophageal cancer. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the deployment suture stopped suddenly during opening of the stent (after flare opening) with marked resistance during opening. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultraflex esophageal stent was used in a stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the lower third of the esophagus. During the procedure, the deployment suture stopped suddenly during opening of the stent (after flare opening) with marked resistance during opening. The partially deployed stent was removed from the patient. The procedure was completed with another of the same device. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.